Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was receiving hydromorphone of an unknown concentration at an unknown dose rate via an implantable pump for non-malignant pain and arachnoiditis. It was indicated that dilaudid was used to refill the pump from 2009 to 2010, but it was unknown what was used in the pump after that point. It was reported that the patient presented today (B)(6) 2018 with a pump reporting it has not worked for a number of years. The hcp could see in the medical records that the pump was refilled from implant in 2009 to 2010, but then the status of the pump was unknown. There was a 4-year gap in the records and in 2014 the records indicated that the patient was seen and asked to be referred elsewhere (outside the clinic system where the reporter was located). The hcp did not have access to records to confirm when the pump stopped working. The date of the event was unknown. It was indicated that the patient has now come back to the hcp¿s clinic for care, not related to the pump, and they were trying to understand the status of the pump. Pump longevity was reviewed, and it was being considered that the pump was not viable as it has reached the 7 year hard shut off. The options at end of service (eos) of removing drug from reservoir or leaving it in place was being considered. General device description and function of the pump was reviewed. The hcp was questioning if drug could get out of the system if magnetic resonance imaging (MRI) was performed. The hcp had not performed any troubleshooting prior to the report. No patient symptoms were reported. Device information was provided at the time of the report and it was noted that this resolved the reason for the call. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare (hcp) provider. It was indicated that the patient¿s last visit occurred on (B)(6) 2009 and there were no other appointments. The progress notes regarding a post operation visit on (B)(6) 2009 was provided. As per the progress note, the patient was there for their first postoperative visit following morphine pump insertion on (B)(6) 2009. The patient was noted as being very happy with the outcome of his surgery and had noticed significant decrease in his chronic pain. The patient at that time did wish to have the pump adjusted slightly. The patient was told to speak with an alternate physician concerning that. It was indicated that the incisions at that time were healing well and as long as the incisions continued to heal appropriately they would only need to see him on an as needed basis.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received via a healthcare provider (hcp). The most appropriate person to contact for additional information regarding the pump having stopped working was indicated as being unknown. The hcp further indicated that they had never seen the patient.